Event description:
The customer reported the ventilator would not power up. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the ac mains led or battery charging led were not illuminated. Manufacturers product support advised the fse replace the device power supply to address the reported problem and findings. Service completion is pending.

Event description:
The manufacturers field service engineer (fse) confirmed the customer reported problem. The fse replaced the power supply to address the reported problem. Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Service completion pending.